Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted to address the issue. Ipg was replaced on (B)(6) 2019.